Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed multiple episodes of ventricular tachycardia. High voltage therapy did not resolve these episodes and was believed to be due to lead failure. The system was removed. No further information is available.

Event description:
New information revealed that only the riata lead failed to deliver high voltage therapy. The optisure lead was explanted due to infection. The patient was stable.

Manufacturer narrative:
Additional information: a partial lead containing the helix measuring 51.1cm was returned for analysis. Internal insulation abrasion was noted at 10.1-11.4cm and 13.6-15.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was also noted 18.0-18.4cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the field observation of inadequate high voltage therapy. External insulation abrasion was noted at 11.2-11.4cm from the distal tip, consistent with friction with another implanted device or feature of the heart. The etfe coating was intact at this location. In addition, lead testing found discontinuities in the right ventricular cables. The rv shock coil was removed for further analysis. Internal insulation abrasion was noted at 4.8-5.3cm from the distal tip, with intact etfe coating. The svc shock coil was removed for further analysis. Internal insulation abrasion was noted at 21.0-21.1cm, 22.0-22.1cm, 23.0-23.1cm, 23.5-23.7cm, 24.0-24.1cm, 25.0-25.1cm, 26.0-26.1cm, and 27.0-27.1cm from the distal tip. The etfe coating was intact at these locations.